Event description:
It was reported that cartridge alarm occurred during insulin delivery with multiple cartridges. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.